Event description:
According to the distributor report, th adhesive was used to close an adult arm laceration. Patient returned to the emergency room within 12 to 24 hours because the wound had opened. Patient wound required closure with steri-strips. No further events or consequences were reported.